Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, the nozzle unit inside the air gas module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirms the reported issue with the failed pressure transducer test during the pre-use check. The replaced nozzle unit was returned for further investigation. Visual inspection revealed that the feather spring of the nozzle unit was bent and at a wrong angle. However, this occurred during maintenance and is therefore not the cause of the reported issue. To investigate the pressure transducer failure further, a mechanical force was repeatedly applied and released on the feather spring, which resulted in the feather spring getting stuck to the membrane, causing a delay in release. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It regulates the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with the feather spring to regulate the gas flow. The membranes stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay in release. The nozzle unit should be replaced during annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the available information and device logs, it appears that preventive maintenance has been executed according to the prescribed instructions. Consequently, the cause of the stickiness is early wear of the membrane. In conclusion, the device failed to meet its specifications during the reported event, and it has been identified that the cause of the reported issue is a defective nozzle unit.

Event description:
Manufacturer's ref: (B)(4).